Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The physician reported the patient's developed sepsis, not peritonitis. The cause of the sepsis was undetermined. Renal quality engineering, along with plant manufacturing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.

Event description:
On (B)(6) 2011, a patient's family contacted baxter (B)(6) and reported the patient's death. On an unreported date, the patient's physician provided that on (B)(6) 2011, the patient died of sepsis. Treatment administered or hospitalization of the patient for the sepsis was not reported. The physician believed that hypertension was a complication of the patient's death. The physician stated that the fatal event was not related to pd therapy. There was no allegation of device malfunction.